Event description:
The patient presented with a st elevation myocardial infarction. It was reported that the stent had dislodged onto the sterile backtable; however, this was not noted until after the stent delivery system was advanced to the lesion site in the proximal circumflex and inflated. The physician did not verify the stent was on the stent delivery system. As the patient was described as heavy, the physician performed intravascular ultrasound to verify if the stent had actually been implanted, but it had not. A non-abbott stent was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned rx vision stent delivery system (sds) was returned with contrast visible in the inflation lumen and the loosely-folded balloon, which is consistent with the reported information that the device was prepared for use and pressurized during the procedure. The stent was returned dislodged from the balloon and located on the stylet, confirming the reported complaint. However, there were crimp marks visible on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The analysis revealed that there were flattened struts found in the middle portion of the stent, which may have occurred as the stent dislodged or from further handling as the device was packaged for shipment back to abbott vascular for analysis. Measurements of the outer diameter of the stent at the distal and proximal end were taken and both dimensions met manufacturing criteria. The middle outer diameter was also measured proximal to the damaged struts, which met specification. Potential factors that can contribute to stent dislodgement outside the body prior to use include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. If significant pressure was inadvertently applied during removal of the protective sheath, this may have caused the stent to become damaged and disrupted on the balloon, thereby facilitating stent dislodgement. Although a conclusive cause cannot be determined, there does not appear to be any indication of a product quality deficiency. It was noted that the vision stent was not noted to be dislodged until after the sds was already advanced to the lesion and inflated. It should be noted that the instructions for use states: prior to using the rx/otw multi-link vision coronary stent system (css), carefully remove the system from the packaged and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do no use if any defects are noted. A review of the lot history record for the reported lot was performed and revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint-handling database was performed and there have been no other incidents reported for stent dislodgment/dislocation from this lot. All stent delivery systems are visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is destructively tested for stent movement to verify stent security and dislodgement force.